Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx des were implanted in the rca and three resolute onyx des were implanted in the lad during staged procedure. Approximately 4 months post index procedure, patient suffered from atypical chest pain. Event was treated with medication. Cec and safety adjudicated the event as non-q-wave mi, 3rd udmi spontaneous(vessel unknown). Investigator and safety assessed that the event was not related to index device or antiplatelets medication. Patient recovered.